Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank after the battery was changed. The audio tone and vibration features still work. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted into the pump and the display screen illuminated to normal contrast. Unrelated to the complaint, audio bolus button was found to be torn; the bolus was found to be unresponsive to user input. The bolus button cover was removed and a broken pin connector was found. The audible sound was unable to be tested due to an unresponsive bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.